Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non- conformances / manufacturing irregularities were identified. H6 component code: g07002 ¿ conforming device. Additional h-3 summary: an opened box with thirteen unopened samples of product were received for evaluation.during the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. Additional information was requested and the following was obtained: name of the procedure: - replacement of ascending aorta. Was surgery delayed due to the reported event? If yes, for how long time? - there was only a small delay because the suture broke off mid-way through our anastomosis which then required extra time and another suture to repair it. Is this an adverse event? - there were no adverse conditions for the patient. Was the broken piece of the suture/needle retrieved from the patient? If not, what is the post-op management? - the needle was on the driver when it broke off so we did not lose it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and a suture was used. During the procedure, the needle broke in the middle of the case. There were no adverse patient consequences reported. Additional information was requested.